Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 (annex g). Investigation ¿ evaluation: as reported, during ureteroscopic lithotripsy, an ngage nitinol stone extractor was used approximately 10 times to to remove stones. It was observed that the closure of the basket was not functioning normally. After an additional 2 stones were removed, the user noticed that the basket could no longer capture stones. Another identical device was utilized by the user to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The returned device was found to have a basket that was deformed, which would have prevented the basket from properly capturing the stones. The basket sheaths that hold the basket wires in place and form the proper basket shape were split (the shrink tubing around one wire is torn). Additionally, a document-based investigation evaluation was performed. In response to this incident, the device history record for the reported lot was reviewed and there were no related nonconformances. A database search revealed no other complaints had been reported from the complaint device lot. The product specification for the ngage nitinol stone extractor was reviewed, and all extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. A review of the IFU t_shef_rev1 provides the following information: suggested handling instructions for extractors and forceps: important: excessive force could damage device. Based on the information provided, inspection of the returned device, and the results of the investigation, a specific cause could not be established. It is possible that the size and shape of the stones being captured led to the observed damage after multiple uses of the device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during ureteroscopic lithotripsy, an ngage nitinol stone extractor was used approximately 10 times to remove stones. It was observed that the closure of the basket was not functioning normally. After an additional 2 stones were removed, the user noticed that the basket could no longer capture stones. Another identical device was utilized by the user to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
E1: customer postal code = (B)(6). G4: PMA/510(k) number = exempt. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.